Event description:
While giving IV push chemotherapy through the device, there was a fluid leak.====================== health professional's impression======================chemo leaked through the device and onto the bed.